Event description:
It was reported that a novum iq large volume pump under-infused during patient therapy and showed incorrect volume remaining. The patient was receiving magnesium sulfate at 100ml/hr with volume set at 85ml so the line didn¿t run dry for the second bag. The nurse went into the room due to the pump beeping and displaying completion of medication, but it was noticed that volume was left in the bag, so 25ml more was added for volume. The nurse went into the room 5-10 minutes later and saw the volume was set to 50ml and the bag was completely empty. It is not clear how the pump could show 50ml remaining when volume was re-up to 25ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the event history log shows a magnesium sulfate infusion on (B)(6) 2025 which is just prior to the event date provided. The rate was initially set at 100 ml/hr. The vtbi was later updated to 85 ml at around 3:30 pm on 2/19/2025. The 25 ml infusion following this was also confirmed in the logs. The pump was placed in standby mode on 2/18/2025, however, it cannot be determined how long this was for. It is noted by baxter research and development that keeping the administration set loaded in the pump for an extended period of time may result in an under infusion on the subsequent infusion due to compression of the set. The risk increases when infusing at higher flow rates after longer duration in standby mode or powered off. The permanent deformation is caused due to the upstream valve and shuttle compressing the tubing for a prolonged period of time while the pump is off / placed in standby. Permanent deformation of the set such that the tubing doesn't open enough to allow consistent filling of the mechanism leads to under infusion. The level and position of compression is variable based on where in the mechanism rotation the pump is either powered off / placed in standby mode. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.